Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. There was no error hemostatic valve fracture air not closed. This occurred one and a half hours after the catheter procedure during cfae ablation. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to another one. The procedure was completed without patient's consequence. Additional information was received on the event. The valve section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient. The issue did not require percutaneous or surgical removal. Blood return was not observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Additional information was received on 24-feb-2022. It seems to be the valve that broke/separated, but it was not clarified visually. The ablation catheter was difficult to insert into the sheath. It was not reported that air entered the patient¿s body. The additional information stating that the ablation catheter was difficult to insert into the sheath was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. Therefore, added in the ¿h6. Medical device problem code¿ field of ¿device-device incompatibility (a1702)". In addition, also updated the field of ¿d10. Concomitant medical products and therapy dates¿ with the additional concomitant product. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The device evaluation was completed on 30-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred.there was no error hemostatic valve fracture air not closed. This occurred one and a half hours after the catheter procedure during cfae ablation. The issue was resolved by changing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium to another one. The procedure was completed without patient's consequence. Additional information was received on the event. The valve section broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient. The issue did not require percutaneous or surgical removal. Blood return was not observed. Additional clarification was received. It seems to be the valve that broke/separated, but it was not clarified visually. The ablation catheter was difficult to insert into the sheath. It was not reported that air entered the patient¿s body. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and flush test of the returned device. Visual analysis of the returned sample revealed that the shaft was bent, the brim cap, silicon ring, and hemostatic valve were found in good normal condition on the carto vizigo sheath. The sheath was connected to the syringe with water and the device was found leaking from the bent observed on the shaft. At this time is not possible to determine the root cause of this condition. However, based on the information provided, the condition reported has origin in someplace external to the manufacturing environment. The root cause of the difficulty to insert the ablation catheter into the sheath could be related to the shaft bent. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/ component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) were selected as related to the biosense webster, inc. Product analysis observed ¿occ - irrig tubing damaged at shaft¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)